Event description:
It was reported that the bolus was damaged and before connecting it to the patient, the pump did not respond to the command of several remote controls. The customer returned the product for bolus damage, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged and device showing 45986 error. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. The device showed an error 45986 that was found to be caused by a defective printed wiring assembly (pwa). After investigation the results indicated a reportable malfunction due to the damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and pwa.